Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that the screen of the programmer was frozen, and no one was available in the technical services department specific for the programmer. It was found that the technical services was shut down for lunch. The programmer is expected to be returned. No patient complications have been reported as a result of this event.